Event description:
Event description guidant received information that the patient implanted with this cardiac resynchronization therapy-defibrillator (crt-d) was syncopal, status post lead revision. The patient was in a ventricular tachycardia (vt) at a rate in the programmed ventricular fibrillation (vf) zone. The device-delivered shock accelerated the rhythm into vf. The device then delivered a second shock, which successfully convrted the arrhythmia. Afterwards, a shorted lead warning and a low, out-of-range shock impedance were noted, associated with the first delivered shock. The second delivered shock had an acceptable impedance.